Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery oscillator device was not working properly. It was unknown if there were delays to the planned surgical procedure or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the date of this report was inadvertently documented as mar 16, 2017 on the initial report. The correct date was may 30, 2017. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device control unit did not function, coupling tool side was worn-out, the control was defective and the swing head was torn at one point. The device also failed pretest for general condition, check saw blade coupling and functional test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and service over time. A CAPA has been initiated to address the worn out coupling tool side. If additional information should become available, a supplemental medwatch will be submitted accordingly.